Event description:
During a low anterior resection. It was reported that the device that the surgeon did not hear the audible feedback. Staples formed on the posterior portion of the anastomotic site and not the anterior portion. Surgeon selected to hand sew the anastomosis.